Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The retractable shaft did not pull back, although the delivery wheel was turned.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has not been released. The proximal outer shaft portion has been completely pulled into the stabilizer shaft. Consequently, the stabilizer shaft is compressed at the transition to the handle lever. The usable length of the device does not comply anymore with the specification. The handle was returned with the device hub, the stopper shaft and the inner shaft being located about 237 mm proximal to handle. The rotating wheel could not be further rotated. A reference pulsar-18 t3 was prepared with the device hub being dislocated partially outside of the handle. When turning the rotating wheel, the outer shaft moved in proximal direction together with the device hub, the stopper shaft and the inner shaft without releasing the stent. The reported event could be reproduced. The most probable root cause for the reported event is therefore related to the manufacturing process. To prevent recurrence the respective internal departments were informed about this case.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The retractable shaft did not pull back, although the delivery wheel was turned.